Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. The patient's medical history included cancer pain. It was reported that the patient had treatment effectiveness issues. The patient experienced body pain before the surgery and there was no improvement after the surgery. It was recommended to return to the hospital for a follow-up examination and discuss condition with the doctor. It was unknown if the issue resolved at the time of report. The patient's status was alive - no injury. No further information was reported. 2025-dec-18 e1 (for, hcp, dist): additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) reporting that it was unknown what interventions were performed during the surgical intervention. The pump and catheter were not revised or replaced during the surgical intervention.